Event description:
It was reported that an 840 ventilator had a defective graphic user interface (gui) printed circuit board (pcb). There was no patient involvement. The service engineer (se) inspected the device and replaced the gui pcb. The se updated software and performed extended self-testing on the device and all tests passed.